Event description:
It was reported that the core micro drill heated up during a case. There were no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Corrosion was discovered within internal components of the device.